Manufacturer narrative:
As part of further investigation, we received the patient and surgery history and there it is stated that the fracture presented a non-union and thus the plate broke.

Event description:
Plating of a pubic branch fracture with a curved prs plate 10-hole. After six weeks the plate broke while using a wheeled walker.